Event description:
It was reported that the cordless driver 4 was overheating during a procedure. A readily available alternate was used to complete the procedure. No adverse consequence was associated with the device.

Event description:
It was reported that the cordless driver 4 was overheating during a procedure. A readily available alternate was used to complete the procedure. No adverse consequence was associated with the device.

Manufacturer narrative:
The reported event of that the handpiece overheated was not confirmed. During the inspection there was no overheating observed, and the device met all specifications. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventative maintenance, and returned to the user facility.

Manufacturer narrative:
Additional information will be submitted once the device evaluation is complete.